Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During surgery, the sized proximal broach broke off inside the im canal. The broken tip was not retrievable and was left in the pt.